Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, it was very difficult to connect the disposable to the device and the problem may have been with the cpc connector. It was also noted that the toggle switch moved from down to up position by itself without user intervention. The procedure was completed using the same device with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.